Event description:
It was reported that a patient experienced hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported that the patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.